Event description:
Surgeon was using a finger trap when the trap broke. Nurse was holding pt's arm which prevented injury to the pt. Investigation of incident shows that these devices have pulled apart before but was not reported at that time.